Event description:
A malfunction was reported on the pump, described by the caller as displaying a specific malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the caller acknowledged and understood.